Event description:
It was reported that externalized conductors were observed via x-ray. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.0-13.5cm and 9.3-13.5cm from the lead tip. The etfe coating of the rv conductor was abraded at the 8.0-13.5cm from the lead tip.